Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the mid-proximal right coronary artery (rca). A 3.00x20mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent became stuck with a non-bsc stent that was implanted 5 months ago. A snare was used to remove the device and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.